Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the blade broke during surgery. There was no injury to the patient. The customer has not found the piece of blade but state that it is not within the patient.

Manufacturer narrative:
Examination of the received device found this incident is associated with a non-medtronic/covidien device. The returned sample was is not manufactured or distributed by medtronic. The customer has been notified. If information is provided in the future, a supplemental report will be issued.